Manufacturer narrative:
(B)(6). Section d4: the healthcare facility did not provide device identification information for the subject device. From the information and photographs provided, the model is assumed to be rt330. F&p healthcare has requested complete device identification information. Section h11: the subject breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel (f&p) healthcare field representative that sections of the tubing provided as part of an optiflow tubing kit were found to have melted during patient use. Photographs were provided by the healthcare facility, showing damage to the inspiratory limb of the subject breathing circuit. There were no patient consequences reported.